Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the user complained that black foreign body was found at the tip of the catheter."

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and pictures provided. Bd received one unused unit in its original packaging from lot number 9071776. One photo was also received. Upon visual inspection no foreign matter was observed on the unit. Through microscopic evaluation we were able to confirm foreign matter on the catheter tubing. The foreign matter appears to be on the outside of the catheter walls. The unit was sent for further ftir testing. Once the unit was received for testing, foreign matter was no longer observed on the unit. Unfortunately, bd was unable to determine a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the user complained that black foreign body was found at the tip of the catheter."